Event description:
It was reported that the device's power button would intermittently not function. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause for the reported incident was determined to be a failure of the main control keypad assembly.